Manufacturer narrative:
Evaluation of the interface cable in progress at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intraoperatively the imaging system stated it was in standalone mode. The radiologic technologist (rt) rebooted the system twice without disconnecting the umbilical cable. Technical services (ts) requested the rt unplug the umbilical cable and reboot both the mobile view station (mvs) and image acquisition system (ias). After completing that workflow three times there was still no resolution. Use of the imaging system was aborted. The rt stated the umbilical cable did not have any kinks and no pins appeared to be damaged. There was a surgical delay of 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface cable was returned to the manufacturer for analysis. The cable was returned cut, so no testing could be performed other than visual/physical examination. If information is provided in the future, a supplemental report will be issued.